Manufacturer narrative:
Complaint is confirmed. Performed investigation. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.

Event description:
The customer called reporting they were receiving an error 3 message on their freestyle meter. The meter has been returned and, through investigation, was discovered to have suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.